Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of peritonitis of moderate severity in a (B)(6) male patient subsequent to receiving extraneal viaflex and physioneal unspecified therapies (lot number not reported) intraperitoneally (ip) during peritoneal dialysis (pd) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain and cloudy effluent and was hospitalized. On that same date, a peritoneal effluent analysis revealed a leucocyte count of 18400 cells/mm*3, neutrophils 95%, and monocytes 5%. The patient began vancomycin 100 mg ip qds, and ceftazidime 250 mg ip qds. On (B)(6) 2010, the patient had a peritoneal effluent culture performed that revealed no growth. On (B)(6) 2010, the patient was switched to vancomycin 50 mg bd, then 2 gms vancomycin, then 1 gram vancomycin. Extraneal viaflex and physioneal unspecified therapies were ongoing . On (B)(6) 2010, the patient was discharged. It was unknown whether the peritonitis resolved, however, treatment was completed on (B)(6) 2010. The reporter was unable to assess whether the peritonitis was related to extraneal viaflex and physioneal unspecified therapies.